Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h6, h10, h11. H6 result codes: 3252 - fracture problem, 772 - cover, 4247 - appropriate term/code not available. 4315 - the sureform stapler 60 green reload has been evaluated by the advanced failure analysis team. The logs for the sureform stapler 60 instrument indicated two sureform stapler 60 green reloads were fired and both firings were completed. The second sureform stapler 60 green reload firing had a higher peak firing force (551 n), and one pause for compression compared to the first sureform stapler 60 green reload firing (411 n) that had no pauses. Visual inspection of the sureform stapler 60 green reload that was returned indicated the internal cartridge walls broke toward the distal end of the sureform stapler 60 green reload. The wall thickness of the cartridge's broken section appears thin, possibly indicating an incomplete fill. The shuttle had become deformed at the distal end of the cartridge, and a few pushers at the distal end exhibited deformation and/or breakage. The shuttle could not be manually back driven proximally due to the lodged/deformed cartridge and pusher fragments. The knife was removed and the cutting edge was undamaged, suggesting the knife did not encounter any hard object. The cause of the sureform stapler 60 green reload breakage is unclear, but based on the current evidence, it does not appear to be due to user error. Based on the information provided at this time, this complaint remains a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a plastic piece from the sureform stapler 60 green reload broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform stapler 60 green reload was returned to intuitive surgical, inc. (Isi) for failure analysis (fa) evaluation. Fa investigations confirmed the customer reported complaint of ¿plastic from reload broke off inside patient.¿ the cover was no longer secured onto the cartridge body of the sureform stapler 60 green reload. Several pushers were found loose and not secured on the sureform stapler 60 green reload. It is unclear if all pushers were returned and if any material was missing. The shuttle track was found damaged at the base of the sureform stapler 60 green reload with some pushers caught up along the shuttle track path. The known common cause of these failures is mishandling/misuse. The knife appeared to be exposed within the knife track. The knife did not appear to complete the fire as some staples were not fully deployed, and the pushers did not reach the bed surface of the cartridge body. The sureform stapler 60 green reload was transferred to advanced fa for further evaluation which has not yet been completed. A follow-up MDR will be submitted upon the completion of the advanced fa and/or if additional information is received. The sureform stapler 60 instrument used with the sureform stapler 60 green reload was also returned to isi for evaluation. Fa investigations did not replicate nor confirm the customer reported complaint of "firing across the rectum and plastic from reload broke off inside patient" in regards to the instrument. Fa was conducted to determine the form, fit, and function of the sureform stapler 60 instrument, and all were acceptable. A review of the system logs did not find any errors for the sureform stapler 60 instrument during the procedure on (B)(6) 2020 with system (B)(4). The system logs also showed two successful fires with a sureform stapler 60 green reload. Upon visual and microscopic inspection, no damage was found at the wrist assembly of the sureform stapler 60 instrument. A new sureform stapler 60 green reload was successfully installed into the sureform stapler 60 instrument. The sureform stapler 60 instrument was tested on an in-house system and no initialization failures or errors/faults occurred. The sureform stapler 60 instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clamp and fire tests passed. The staple formation on the test sheet was proper. A review of the instrument log showed the sureform stapler 60 green reload (part #48360g) was used on (B)(6) 2020 during this procedure with a sureform stapler 60 instrument (part #480460-09 / lot #l91200309 0111) with system (B)(4). As this is a single use accessory, the alleged event occurred on the first and final life of the sureform stapler 60 green reload. In addition, a review of the site's complaint history identified no other complaints related to the sureform stapler 60 green reload. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a plastic piece from the sureform stapler 60 green reload broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon was firing across the rectum and a plastic piece from the sureform stapler 60 green reload broke off and fell inside the patient. The broken fragment was retrieved during the same procedure with a backup instrument. The fragment did not fall inside the patient during an instrument tip/accessory collision. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the clinical sales associate (csa), who was present during the case, noted that the surgeon was performing a transection of the rectum at the time of the event. When the surgeon fired the sureform stapler 60 instrument, a plastic piece from the sureform stapler 60 green reload broke off and fell inside the patient. The fragment was visually located and retrieved during the same procedure with a fenestrated bipolar forceps instrument. There was no additional surgical procedure required to remove the fragment. There were no post-operative tests performed to check for remaining fragments. The surgeon does not know what caused the fragment to fall inside the patient. The sureform stapler 60 instrument and sureform stapler 60 green reload were inspected prior to use and no damage was observed. The surgeon did not notice any issues with the functionality of the sureform stapler 60 instrument, and it did not collide with any other instruments or other hard material during the surgical procedure. The sureform stapler 60 instrument was not removed prior to the issue. The csa confirmed there was no injury to the patient. There are no photographic images or a video recording of the procedure. Patient-related information was not available.